Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and their right atrial (ra) lead had far field r-wave (ffrw) oversensing. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and their right atrial (ra) lead had far field r-wave (ffrw) oversensing. Both leads are still in use. No patient complications have been reported as a result of this event.